Manufacturer narrative:
(B)(4).

Event description:
Patient developed swelling in her right lower extremity and workup showed large fluid collection around the right hip.

Event description:
It was reported that right hip revision surgery was performed. Severe and increasing pain, swelling with severe metal on metal reaction and elevated serum cobalt and chromium levels reported.